Event description:
A customer reported to baxter (B)(4) of a vented spike adapter in which customer observed the lower portion of the spike slicing off a small piece of plastic from the IV bag and travel into the final product bag. It is unknown when the reported condition occurred. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a vented spike adapter in which customer observed the lower portion of the spike slicing off a small piece of plastic from the IV bag and travel into the final product bag was confirmed during visual inspection of the sample. The root cause of the reported condition was found to be flash in spike. No repairs were made since this is a single use device. Additional information: a batch review was performed on the reported lot with no deviations found. Should additional information be received, a follow-up medwatch will be submitted.